Manufacturer narrative:
(B)(4). Concomitant medical products: 36mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell item#00875201236, lot# 65310932. Report source: foreign - brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty and at the end of the surgery, when the surgeon performed movements to evaluate the hip joint, the femoral head dislocated. A revision procedure had to be performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.